Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. There was no physical damage to the pump, however there was a lot of dried fluid around multiple areas of the pump. The event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated due to leadscrew nut was loose. The root cause was deemed to be normal wear. Action(s) taken to mitigate the reported issue(s): tighten leadscrew nut and all functional tests passed.